Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for a pump reset, and after following the guidance, the error code did not reappear. The customer successfully started a new sensor session with no further issues.